Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was replaced. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope® avl monitor. Catalog: 0570-0314; sn: (B)(4). Additional part used: packaged, glidescope, smart cable. Catalog: 0800-0531; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, smart cable, and smart cable, flickering occurred with continuously changing images. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.